Manufacturer narrative:
Investigation found that the customer was using photometer used: joey ® dosimeter a third-party device. The customer was advised to purchase natus nb radiometer to measure the intensity on the nb3. The nb user manual, provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. Product has not yet been requested for additional examination and functional testing. The DHR was reviewed by investigator and this device passed all tests and was calibrated successfully to high and low intensity value using natus nb radiometer. It was confirmed that there were no non-conformances noted in the record.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light output intensity was too high on "high" setting and was within specs at "low setting when measured with their joey dosimeter. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.